Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture, is feeling pain, swelling and stinging" and "fever and axillary glands." The device remains implanted.

Event description:
Patient reported right side "rupture, is feeling pain, swelling and stinging" and "fever and axillary glands." The device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Fever: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a6, b3, b5, b6, d1, d4, g2, h6.